Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there was a speaker malfunction due to liquid intrusion; there was no sound from the speaker. The customer biomedical engineer (biomed) indicated they are sending the device to philips bench repair. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The device was received at the philips bench repair. Testing of the device was performed; the device speaker was able to produce audible sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device speaker was confirmed to be operating per specifications. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was no sound at the time of the event; therefore, the speaker has been replaced per current process. The device was operational after repairs were completed, and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.